Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed..

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire appeared to have melted/split the extrusion at the proximal and distal pierce holes. The exposed cutting wire was noted to be discolored from usage but not broken. The lengths of the distal and proximal pierce holes were measured and found to be greater than the specification for the maximum pierce hole elongation. The tears (elongation of the proximal and distal pierce holes) caused the cutting wire anchor to slide proximally from the distal pierce hole and thereby shorten the exposed cutting wire length. A functional evaluation found that the device did not meet the minimum bowing specification due to the melted extrusion and the resulting shortened exposed cutting wire length. In addition, the bowing functionality of the device was found to be intermittent. The condition of the returned device was consistent with the complaint that the device failed to hold the bow; however, the cutting wire was found to be intact and not broken. During manufacturing, the sphincterotome devices are 100% inspected and the melted/split extrusion is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010. According to the complainant, while attempting to perform the papillotomy, the device was angled and bowed. However, the device failed to hold the bow. The complainant felt that the cutting wire may have broke. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010. According to the complainant, while attempting to perform the papillotomy, the device was angled and bowed. However, the device failed to hold the bow. The complainant felt that the cutting wire may have broke. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.